Event description:
It was reported that stent fracture and difficulty removal occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 36x2.5mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending artery. After engaging with a 3.5 6f non-boston scientific (bsc) guide catheter and a 0.014 non-bsc guidewire, pre-dilatation was performed with a 20 x 2.50 mm nc emerge balloon catheter. Following pre-dilatation, the lesion showed 70% stenosis. A 38 x 2.50 mm promus elite drug-eluting stent was advanced; however, the stent was fractured inside the patient. A resistance was also encountered when removing the device. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.